Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the handpiece device did not lock onto the attachment was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device produced heat. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported that the handpiece device did not lock onto the attachment. During in-house engineering evaluation, it was observed that the device produced heat, excessive noise and had foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for temperature verification. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.